Event description:
It was reported that after an infusion set change while using the ilet, the user experienced elevated blood glucose readings, including a peak near 300 mg/dl and a subsequent reading of 261 mg/dl with a steady trend, and sought guidance on administering a manual injection; troubleshooting and education were provided to allow the ilet to correct the glucose, including guidance on disconnection if a manual injection were given. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no hospitalization and device-guided correction with glucose trending downward. Investigation included user counseling and device use troubleshooting. Investigation of this case revealed no confirmed device malfunction and suggested a transient hyperglycemic event of unclear cause following an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.